Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retain sample, and manufacturing quality records. Inspection and testing of retained sample from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record and shipping record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported upon removal of the glidewire advantage it was noted that the teflon coating appeared to be coming off the wire during a subclavian venoplasty procedure. The following information was provided by the user facility: (1) a stent was deployed over the wire; (2) there were no pieces of the coating left in the patient; (3) the procedure was completed successfully; and (4) the patient's condition is as expected, with no negative consequences.

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(6). Visual inspection of the returned device found that the urethane coat was noted to have been peeled and rolled back in the distal direction over the wire. The roll back of the urethane coat was located on approximately 195-205mm from the distal end of the device. The evidence of the urethane coat having been fixed on the shaft was found on the shaft at approximately 247mm from the distal end of the device. The outside diameter was measured on the undamaged urethane coated segment and confirmed to meet the specifications, being comparable to that of the current product sample. The urethane coating was removed intentionally to check the adhesion level of the urethane coat to the core wire. There were not any anomalies, including a peeling or lifting of the layer. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the actual sample being subjected to an external force which exceeded the strength limit of this product at the proximal end of the urethane coat and the urethane coat was peeled back over the shaft in the distal direction. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00120 to provide additional information regarding evaluation of the returned sample.

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 05/14/2014.

Event description:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2014-00120 to provide the date that additional information was received by the manufacturing facility.